Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The date of the transfer set placement is not available. No patient injury or medical intervention was associated with this incident per baxter.